Manufacturer narrative:
Batch history review: we have checked the manufacturing file of batch nr 36915583 of celsite st305 access ports which complies with our specifications and does not present any discrepancy. No other complaint has been reported to us on this batch of (B)(4) access ports released in january 2017. Investigation results: we received for investigation one celsite st305 from batch 36915583 instead of batch 36913562 initially declared by the complainant. Injection test: a injection test has been performed through the septum. No occlusion has been detected; the liquid flows out normally through the exit cannula. Dimensional measurements: the returned device has been measured in order to check its conformity to our specifications. All the characteristics conform to our specifications. No defect can be detected. Conclusion the returned device dimensionally and functionally conforms to our specifications. The returned device is not occluded. The difficulties encountered by the physician during the implantation procedure cannot be explained. The incident is not imputable to the device. No corrective action is envisaged.

Manufacturer narrative:
Note: product reference (b(4) is not cleared for sales in the USA, but its catheter is similar to the product reference (b)(4. Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other similar complaint was reported on this batch of access ports. Investigation: despite several requests, neither the involved device nor the x-ray pictures were returned for analysis. Conclusion: without the device for evaluation, no conclusion can be drawn concerning the exact root cause of the access port blockage. No corrective action is envisaged. B braun sas has provided all the information currently available to us. In spite of all reasonable efforts being made to obtain further information or the device, at this time we have not met with success.

Event description:
Implantable access port placed in the operating theatre. After checking, the port is no longer functional. Return to theatre for removal and replacement. The child was put under general anaesthesia for the re-intervention.